Event description:
The pt had an acticon neosphincter implanted, date of implant and details have not been provided. On (B)(6) 2011, the acticon neosphincter was removed and replaced due to cuff fluid loss. No complications were reported.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.